Event description:
It was reported that cartridge did not fully snap into pump because o-ring was stuck on pneumatic tap and cartridge o-ring was not in place or was damaged. There was no reported impact to the customer¿s blood glucose level. Caller inspected pump and pneumatic tap, removed misplaced o-ring, cleaned area with alcohol wipe or lint-free cloth, and then confirmed cartridge could click into pump before declining further technical support, and case was closed.